Event description:
It was reported by the customer that the pyxis medstation es system drawer 2-1 not showing on bus. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 2-1 not showing in application. A field service engineer deactivated the station and replaced the fuse on the moab. The drawer is now visible on the bus. The system functioned as intended after field service engineer troubleshooting.